Event description:
Caller alleged discrepant troponin (tni) results with wholeblood samples with the triage cardiac panel lot no w44514vb with another format. Client uses >0.05 as cutoff off for tni. In addition to testing in 2009, the pt was tested on the access for hospital stay: 4.23 tni, next day 3.12 tni, two days later 6.63 tni. Client was discharged after 3 days stay in the hospital. No pt reports of invasive procedures or injury.

Manufacturer narrative:
Retain testing of triage lot w44514vb were performed. Results of the testing were that no false positives were observed nor elevated values for tni. No pt sample or devices were returned by the caller for evaluation. The complaint could not be verified or any product deficiency determined. Complaint not confirmed. No corrective action is required as no product deficiency was established.